Manufacturer narrative:
(B)(4). Final analysis found that communication could not be established between the device and the programmer due to a sudden drop in the battery voltage. A sudden drop in the battery voltage was due to an anomaly within the battery. (B)(4).

Event description:
It was reported that during a clinic visit in (B)(6) 2015, when attempting to interrogate the implantable cardiac monitor, telemetry could not be established and premature battery depletion was suspected. The device was explanted. There were no adverse consequences for the patient.